Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during pre-use test, the unit alarmed "apnea ventilation" and ventilation stopped for a short time. There was no reported patient involvement.

Manufacturer narrative:
Gehc investigation conclusion is that the engstrom ventilator and compressor continued to operate as designed. The cause of the apnea alarm is unknown.